Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown baclofen (2000 mcg at 439.95704 mcg/day) and unknown morphine drug (1.8 mg at .39596 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6), they were expecting to aspirate 3.8 ml, but aspirated 10.0 ml. At the next refill in december, they were expecting to aspirate 4.8 ml but aspirated 10.2 ml. A catheter dye study was done on december 21, which was unsuccessful due to not being able to aspirate catheter. Dr. (B)(6), recommended increasing the infusion rate as it was thought underinfusion was occurring. On march 26 he reported no change with pain coverage following the rate increase. Reported spasticity was under good control. On (B)(6), they were expecting to aspirate 4.5 ml but aspirated 11. 4 ml. On (B)(6), the patient contin ued to report lack of relief from his pump and was referred to catheter implanting physician for catheter a revision/replacement.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the entire system was explanted and repalced on (B)(6) 2024 resolving the issue.